Event description:
This event involved a patient who experienced a pump stop approximately 1 year and 9 months post heartware lvad implantation. On (B)(6) 2013, the patient came to the hospital with an active controller electrical fault alarm. The site reported that during inspection of logs and driveline it was noticed that the cables appeared to be cut through. The clinical engineer performed a splice repair on site; the problem was resolved without any reported patient injury. Approximately a week later on (B)(6) 2013, the patient was taken to the hospital experiencing a pump stop. A controller exchange was performed on site; however, the pump did not re-start. The site inspected the recently driveline repaired and it was noticed that all the pins in the splice were recessed out of the connector block. On site, the clinical engineer reinserted all the pins and the pump re-started successfully. The patient was asymptomatic for the whole time that the pump was stopped (3h 9min) and the event was resolved without any reported injuries. The site will continue to monitor the patient's driveline cable during routine visits and will consult with heartware.

Manufacturer narrative:
The product was not returned for analysis because it remains implanted and is not available for evaluation. The reported event, driveline wire damage (cut through), was confirmed visually via photos provided by the site. Controller log files further corroborate a disconnection by showing an "electrical fault" alarm around the time of the event due to a wire not being connected. The root cause of the cut wires cannot be conclusively determined. For the second reported event, were the pump did not restart, it was confirmed via review of the controller log files, which showed a vad stopped event on the date of the reported event. The complaint states the "outer sheath was pulled out of the tube" this is what led the clinician to investigate further and find out the pins were recessed from the contact block. The outer sheath being pulled out of driveline splice tube indicates that the driveline splice repair may have experienced traumatic pulling of the driveline. The cause of the tensile force could not be determined, the site indicated that the disconnection could have happened while the patient was asleep and the patient reported to have fixed his waist pack to the bed. This tensile force may have caused the pins to be disconnected from the contact block, causing the pump to stop without restart. No additional information will be forthcoming. (B)(6) is also part of the patient identifier.

Manufacturer narrative:
(B)(6) is also part of the patient identifier. Device evaluated and repaired in the field by heartware clinical engineering personnel. The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
(B)(4). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.